Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the gastrointestinal videoscope¿s distal cover was burnt during training using the esd (electrostatic discharge) training model. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d9 (device availability) from (B)(6)2024 to (B)(6)2024. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the cause of the event was unable to be specified. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The event can be detected/prevented by following the instructions for use (IFU): instructions for gif-h290 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Instructions for gif-h290 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.